Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device is displaying a purple/ green image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: cable pins of the connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of the connector. Soldering joints of shield group might be too weak to withstand the forces within cable. Sealing compound within connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. Manufacturing jig not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. Soldering process at olympus is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. The affected component was manufactured after a design change; it is accepted that the image error is reduced but not completely eliminated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30°, is displaying a purple/ green image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.